Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer also had a program alarm anomaly. Customer took out the battery to get it to stop beeping. Customer cannot check the alarm history due to the program alarm anomaly caused by static shock. Pump has to undergo a 2 hour rest. Customer stated that a temp basal was not programmed before the unexpected restart alarm. Pump was not stored or not in use for an extended period of time. Alarm is not recurring during normal pump use. Pump experienced an unexpected restart. It was explained that the alarm is a program safety alarm and that static may cause this alarm. Customer stated that the display did not return. Customer was advised to leave the battery out for 2 hours. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.